Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune femoral and tibal impactors are broken.

Manufacturer narrative:
June 28, 2016 upon evaluation of the returned devices, impactors are cracked (one piece). The product was reported in error.